Manufacturer narrative:
The insulin pump was received with critical pump error and pump error noted in alarm history due to moisture damage noted on force sensor. Analysis was unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The insulin pump was received with moisture damage noted on motor and electronics assembly. The insulin pump was received with cracked battery tube threads, cracked case at battery tube side and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the screen turned off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.